Manufacturer narrative:
A follow up report will be submitted if and when new info becomes available.

Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement.